Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a scheduled patient procedure on (B)(6) 2018 the tip of the cannulated cruciform screwdriver was discovered to be broken off. A new set was opened and a similar instrument was used to complete the patient procedure. No device issues were reported during the procedure. It was reported that the damaged item had passed through inspection before it was sent out. The damaged instrument was not used during surgery. There is no patient involvement with this complaint. This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 314.463 , synthes lot number: 4532717 , supplier lot number: n/a , release to warehouse date: 15-jan-2003 , expiration date: n/a , manufactured by synthes brandywine . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. All four cruciform tips have been broken off at their base of the distal tip, none of these pieces were returned. This complaint is confirmed. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the condition of the returned device (all four cruciform tips have been broken off at their base of the distal tip, none of these pieces were returned.) Assembly drawing (current, mfg) and cannulated blade drawing were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Material and hardness testing was not tested at this time as they were tested at the time of manufacture and confirmed to have no issues through the DHR review. Whether this complaint can be replicated is not applicable because the device was returned broken. It is most likely that excessive force and/or cumulative wear have contributed to the returned 15+ year old cannulated screwdriver tip breaking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Physical manufacture location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.